Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, to excise the excess tissue around the abutment. During the surgery, the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.